Event description:
Additional information received reported the patient¿s revision surgery was moved from 2013-(B)(6).

Event description:
It was reported that the patient reported a shocking or jolting sensation. It was noted that the patient had an appointment with the health care professional (hcp) tomorrow and requested a manufacturer representative to check the system with the new programmer updated card. It was noted that there was no troubleshooting that was performed but it will be performed in the future. It was noted that the patient experienced overstimulation. It was noted that the patient felt shocking when reaching and it made the patient fall to the floor. It was noted that the stimulation was shocking in the left leg however the spinal cord stimulation was for the right leg. It was noted that the patient stated that it ¿felt like a spasm with electricity.¿ it was noted that the patient turned off the stimulator for 30 minutes and then turned it on and it had been fine since. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the patient was programmed with a 0 through 7 lead. It was noted that the electrode impedance on electrode 11 was out of range which was not utilized. It was noted that the implantable neurostimulator (ins) was updated with the updated card. It was noted that the hcp thought it was the patient¿s back as they could not straighten up past 90 degrees and did not think it was device related. It was noted that the patient would be referred to a different hcp. It was noted that the adaptive stimulation was off which was because the patient was not able to stand. Additional information received reported that the orientation was checked and each position was correctly recognized so they set the patient¿s sessions in all positions without any reprogramming. It was noted that the patient loved the sensation and was doing well at the time of the assessment. It was noted that the patient ¿wears¿ spinal cord stimulation at all time. Additional information received reported that the patient saw the hcp and was going back for a follow up as the hcp took x-rays. It was noted that the patient had another surge so the manufacturer representative would be present to reset the orientation and reprogram at the follow-up which would be (B)(6) 2013. It was noted that the implantable neurostimulator (ins) was in manual mode. Additional information received reported that a revision on the patient was put through. It was noted that fluoro image pictures for the patient were taken. It was noted that the patient had a lead migrate lower but was still getting back coverage. It was noted that the patient was reprogrammed the week of (B)(6) 2013. It was noted that the patient would have a lead revision on (B)(6) 2013. It was noted that the patient was doing well at the time of the doctor follow up.

Event description:
Additional information received reported that the patient was receiving effective stimulation. The recharge hex was reviewed and the patient agreed with a recharge interval of 4.4 days. The nurse practitioner (np) was made aware of the patient¿s effective stimulation.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n332279, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient had a revision on the 19th. The reporter stated the patient's lead migrated per x-ray prior to the revision. It was noted the patient was doing okay as of today. It was noted the patient had an appointment with their healthcare professional on (B)(6) 2013 for adaptive stimulation reactivation once the lead heals and scars into place.